Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump's battery was not lasting the full 7 days. The customer also reported a crack on the screen of the insulin pump. The insulin pump buttons were harder to press and give error message of no bolus deliver. The customer having issues with continuous glucose monitoring (cgm) device. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown if the customer will continue using the device or not. The product will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. P-cap locked in place properly during testing. All buttons were tested while navigating the menus, and they all worked properly. Unit was downloaded successfully using (thus software). Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup and unit also communicated successfully with bg meter. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. The adapt tool reveals that no alarms were found to confirm complain call. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with cracked keypad at select button, scratched lcd window, scratched case and faded serial number label. No cracks on lcd window noted. In conclusion, unit powered up properly after battery installation, all buttons functioning properly during testing and unit communicated successfully with bg meter and guardian 3 link meter. No battery anomalies noted. Unit functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.